Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin was leaking. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that there was insulin leak dripping down their pants and in the reservoir compartment. The customer reported that the reservoir was discarded. The reservoir will not be returned for analysis.